Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The driver milled the implant threads. Driver doesn't fit correctly. Proceeding was completed with another driver.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) impdtl, (certain¿ 3.4mm(d) driver tip - long) for evaluation. Visual evaluation was performed, the driver had sign of use and wear. The driver wouldn¿t engage with an in-house implant. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the impdtl dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician does not follow the recommended guidance for usage in the surgical manual. Therefore, based on the available information, a device malfunction did occur. The driver wouldn¿t engage with an in-house implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.